Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump buttons was harder to pressed and sometimes need to pressed twice. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump had scratches on the screen and customer was tilt pump to view the screen. Insulin pump had rejected new batteries and diminished battery life. Customer does not recall insulin pump had a or e error. The insulin pump will not be returned for analysis.